Event description:
In 2009, the patient underwent a treatment to repair a type b thoracic aortic aneurysm using two gore tag thoracic endoprostheses. The patient had an existing abdominal y-shaped vascular graft from a previous surgery. Due to extensive stenosis in the external iliac arteries a conduit was used for the sheath. Upon removal of the 24fr gore introducer sheath with silicone pinch valve a rupture occurred at the anastomotic part of the left common iliac artery and the y-shape vascular graft with the vascular graft becoming torn off from the common iliac artery. This was repaired with a 10mm dacron graft. The patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records is being conducted.